Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17901.

Manufacturer narrative:
H10: the service engineer (se) reported that the issue was not duplicated when a test run performed; however, since the occurrence (check vent: machine pressure sensor auto zero failed" (diagnostic code: 1108)) was confirmed in the event log, solenoid valves 2 and 4 were replaced. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported.